Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to perform the a21 error, occlusion and the excessive no delivery test or verify a35 alarm due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump had normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.